Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this pacemaker system due to intermittent undersensing on the right atrial (ra) lead, however ra sensitivity was already programmed at 0.15mv. Additionally, there were unsuccessful right atrial automatic threshold (raat) tests. A successful raat test was obtained with a capture threshold of 2.9v@0.4 ms and output was set to trend 3.5v@0.4ms. Technical services (ts) recommended further evaluation in-clinic to verify capture threshold measurements. This pacemaker system remains in service. No adverse patient effects were reported.